Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11j; retainer ring: black. Customer returned pump for an alleged power loss alarm and failed battery test alarm found on (B)(6) 2021. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms observed during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review of the pump history found 2 low battery alert alarms on the event date of (B)(6) 2021 at the times of 1:05:00. 13 failed battery test alarms on the event date of (B)(6) 2021 between the times of 19:58:25 and 20:22:39 due to excessive corrosion in battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, pillowing overlay, scratched case and cracked battery tube. Customer allegations of a failed battery test confirmed due to corroded battery tube. Power loss alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that failed batt test, unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.